Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the returned device underwent a thorough analysis. Visual examination of the fiber found a body break between the fiber and connector and the fiber jacket had melted with burn marks present. The fiber connector light was found to be distorted and aim beam was not observed due to the connector separation. Based on the information available, the fiber damage was likely due to the debris shield being blown and an incorrect amount of energy delivered to the fiber. The conclusion was the cause was traced to component failure.

Event description:
It was reported that the debris shield blew and the fiber had to be replaced. The procedure was completed, and there were no patient complications reported. Product analysis did identify the fiber was broken and the fiber jacket had melted.

Event description:
It was reported that the debris shield blew and the fiber had to be replaced. The procedure was completed, and there were no patient complications reported. Product analysis did identify the fiber was broken and the fiber jacket had melted.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone. Upon receipt of the fiber at our quality assurance laboratory, the returned device underwent a thorough analysis. Visual examination of the fiber found a body break between the fiber and connector and the fiber jacket had melted with burn marks present. The fiber connector light was found to be distorted and aim beam was not observed due to the connector separation. Based on the information available, the fiber damage was likely due to the debris shield being blown and an incorrect amount of energy delivered to the fiber. The conclusion was the cause was traced to component failure.